Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: received information as following from sales rep via phone today. After investigation, the specific gender and age of the patient were unknown. The patient underwent cholangioplasty in hospital in september 2021 (specific surgery date was unknown). The surgeon used the w9109h for bile duct sewing in the way of continuous suturing. The intraoperative suture was smooth. Two years after the surgery, the patient returned to hospital for examination due to wound discomfort (with specific symptoms and signs unknown), and bile duct stenosis was found. The patient underwent a second surgery on september 11, 2023. During the surgery, the doctor found that the suture at the suture site of bile duct was not absorbed. The patient was given removal of the non-absorbed suture. No subsequent adverse event report was received. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Does the hospital routinely send tissue samples to pathology? Please provide results if available.

Event description:
It was reported that the patient underwent cholangioplasty surgery about 2 years ago, (B)(6) 2021 and suture was used to sew the bile duct. The patient came to hospital for examination due to wound discomfort recently, and was found with biliary stricture. Second surgery was performed to the patient, and the surgeon found there was suture not absorbed completely at the original sewing site. Then the suture was removed. Additional information was requested.